Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately sometime post a port placement procedure, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Medical record were provided for review. The medical record alleges that the bard implantable power port was planned, with the help of the ultrasound evaluation of the actual site demonstrated a patent and compressible vein and further with the guidance of ultrasound a 21 garch needle was advanced into the left internal jugular vein and that's the site was scaled up what's up the micro puncture translational dilator, yeah wire was advanced into the inferior vena cava under the fluoroscopic guidance to secure the access and the appropriate site within the upper chest was determined and the insertion was created, this subcutaneous tunnel was then for the created in the upper chest and the port catheter was advanced through the tunnel. Venus access site was scaled up to accept the appeal away sheet and the catheter was then further advanced through the shade with the tip of the catheter in the satisfactory position at the superior vena cava and atrial junction under the fluoroscopy. The catheter was connected to the hub of the chess board and the chess board was placed within the subcutaneous packet where the venus access insertion and the packet insertion was then closed at the port was ready for immediate use. Approximately 3 months later the patient was admitted due to bloodstream infection due to the port and catheter and it was further reported that since the last chemotherapy the patient had it experienced tenderness and warmth at the port site. The patient also experienced a headache and plurality chest pain while taking deep breath and cough. Approximately 2 weeks later the patient presented with open draining wound over the implanted port I father presented for the removal of tunneled central venous catheter mr. Implanted port. The poor will be removed due to the infection and the removal procedure was taken place by making an incision with the scalpel and electrocautery was used to minimal dissect the tissue and with the help of blend dissection and curved hemostat that used to free the tissue further the catheter was successfully freed from the membrane cuff. The catheter was removed intact and the hemostat is achieved, the wound was irrigated with sterile saline and the patient tolerated the procedure well with no immediate complication. The catheter tip was sent for fungal and bacterial culture when the patient visit the hospital. Approximately 2 months later a computer tomography for the interval development of left upper lobe pulmonary nodule and a new right liver lesion suspect for metastatic disease. In the next three months the patient underwent yet thermal liver ablation and left lung cryoablation, then further it was reported for being folfiri but discontinued it 3 months prior, complication by port thrombus and infection. Therefore, it can be confirmed that the patient experienced thrombosis and infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 07/2023), g2, g3, h6 (patient, method) h11: h6 (result) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement via the left internal jugular vein, the patient allegedly developed port thrombus and bloodstream infection. Reportedly, the device was removed from the patient. However, the current status of the patient is unknown.